Event description:
Per the clinic, the patient reportedly experienced an "electrical shock" with the external device resulting in the decision to discontinue use of the device. The device has been replaced and has been returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 29, 2014.